Event description:
A clinical svs mgr reported that a customer was having ongoing skin issues and had an abscess that required assistance. The customer was seen by a surgeon who drained the abscess and prescribed 10 days of antibiotics. The area healed, but she has a large scar. She was using a skin barrier on the site, and had tried tegaderm without improvement. She was told she allergic to the adhesive, but it was unsure if allergy testing had been done. She no longer had the pod.

Manufacturer narrative:
The device will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported skin infection. No lot qualification records were reviewed, as a product lot number was not provided. The omnipod user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesive or have fragile or easily damaged skin." It advises, "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat" and "be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider."